Manufacturer narrative:
Correction of d4: lot no.

Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: hi mmol/l and 10,4 mmol/l.